Event description:
This event occurred during a photopheresis procedure. After processing 1545 ml of the patient's whole blood and just before collecting the buffy coat, a loud noise coming from the centrifuge compartment was heard. Blood leak alarm sounded. Immediately the patient's access and return lines were clamped. Upon visual inspection of the centrifuge chamber, it was noted the drive tube inside the centrifuge broke causing a large blood leak in the centrifuge compartment. The md was notified and the procedure was aborted. The blood loss was approximately 140 ml. The patient's vital signs were stable and the patient was discharged home asymptomatic. The defective kit was save and sent to the manufacturer for investigation. Report pending. Device removed from service and since the event occurred the machine has been serviced and deemed ready for use.